Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did exhibit pa rise in pace impedance from the 500 ohms range in the last year to now more than 1048 ohms pace impedance. It was additionally noted that r-waves were 13.5mv and are now 4.5 to 5mv. Shock lead impedance (sli) was noted as normal. The boston scientific local area sales representative indicated that the patient does not pace often, however the patient does have a lot of ventricular tachycardia (vt). The following physician planned to do more troubleshooting to determine whether a true lead integrity issue existed or not. While fracture was not immediately visible, it was an expressed concern by the following health care provider. There was no report of adverse patient effect associated with these clinical observations.

Manufacturer narrative:
This lead was subsequently surgically abandoned and is not expected for return to boston scientific. A new lead of a different model was successfully implanted without issue. There was no allegation against the associated implantable cardioverter defibrillator, which was electively explanted during the lead revision.